Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise (ion-selective electrode) electrode. The fse replaced the ise electrode to resolve the issue. Information not provided by customer. (B)(4).

Event description:
The customer alleged multiple erroneous na (sodium) generated on their au5800-10, chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer verbally provided an example of the erroneous results for one (1) patient.